Event description:
The reporter stated that the surgeon inserted a single piece collamer lens model cc424bf into pt's eye with no damage to the lens however; due to pt's pre-existing weak capsule there was a tear in the capsule. The surgeon enlarged the incision and removed the lens whole and performed a vitrectomy and put a lens in the sulcus. A suture was used. The reporter stated that this lens did not cause the capsule to tear, it was due to pt's pre-existing medical conditions.

Manufacturer narrative:
Evaluation: results - a visual inspection of the returned product shows no visible damage to the lens. There is clear surgical residue on the lens. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.